Manufacturer narrative:
One device was received for evaluation for the complaint that there was an air in line error, not infusing while in use with patient. The reported problem confirmed with event logs history and could not be duplicated. The service history review identified this device was last serviced in jun/2025 per sr (B)(6). The visual and functional testing was performed. The probable cause of the reported problem unknown and all functional test of the device passed after repaired.

Event description:
It was reported that there was an air in line error, not infusing while in use with patient. There was no patient or clinical harm.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.